Manufacturer narrative:
(B)(4). Batch # m54m7p. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the first firing on proximal sigmoid was fine. The surgeon reloaded a new green cartridge for the second distal firing and reported that he was able to set retaining pin, close to intermediate position, close to firing position and fire the device. The device cut but did not staple. The surgeon used a brand new stapler to fire a third time distal to where the bowel was cut and it cut and stapled with no issue. There were no adverse consequences for the patient.